Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient received unspecified outpatient treatment for the event. At the time of this report the patient was not recovered from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.